Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 95-99% stenosed lesion being treated was located in the non-tortuous, non-calcified proximal left anterior descending (lad) artery to the bifurcation of the prox diagonal (dx). The lad was predilated with a 2.5x15mm maverick balloon, inflated to 6atm for 29 seconds. A 3.00x12mm taxus liberte stent was deployed at 10atms for 32 seconds. The lad was post dilated with the stent balloon, inflated to 10 atms for 30 seconds. The dx was post dilated with a 2.25x8mm quantum balloon, inflated to 6atms for 30 seconds. Medication given during the procedure included: angiomax. The physician had ordered plavix the night before, but it was not given. The physician also ordered plavix post procedure, to be given back in the patient's room, but it was also not given. About four hours post the stenting procedure, the patient presented with chest pain. Angiography identified in-stent thrombosis. Balloon inflations were made with an unknown balloon in the lad and dx and an unknown stent was deployed in the dx. Reopro was given post procedure. Patient's status reported as "ok".